Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) injection, the iol turned so that the haptic was in the wrong direction. The surgeon was able to manipulate the lens into the correct position and use a capsular tension ring for support. The surgery was completed. There was no patient harm.